Event description:
It was reported that the customer was hospitalized due to a high blood glucose level and diabetic ketoacidosis. A bg value and additional information was not provided. Multiple follow up attempts were performed by tandem technical support to complete troubleshooting, however, customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.